Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000114412.

Event description:
It was reported that the patient was experiencing ineffective therapy. Surgical intervention was undertaken on an unknown date in which the patient¿s system was explanted to address the issue. The investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
During processing of this incident, further information regarding weight was requested but not received. Adverse event checked. Other serious (important medical events) checked. Date of explant is unknown the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.